Event description:
The recipient reportedly experienced a head trauma incident in (B)(6) 2020, over the implant site, and is now experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed prior to receipt and also tool damage on the top and bottom covers. This is believed to have occurred during revision surgery. In addition, dents were observed on the bottom cover of the device. The photographic imaging inspection revealed a broken hybrid and dislodged components. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid, disturbed wire bonds, and dislodged electrical components, which is consistent with the trauma reported. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly expalnted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.